Event description:
Site reported problems during procedure setup with a locatable guide. Site eventually noticed that the pins inside the locatable guide cable were flattened as it had been forced in at the wrong position damaging the connector/pins. The site had to cancel the case and the patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event.

Manufacturer narrative:
Superdimension has not yet received any product for evaluation. Superdimension is filing this MDR in an abundance of caution due to multiple exposures to anesthesia. There was no report of patient injury, death or other serious adverse event.